Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing, the pump failed calibration. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. The device was received in used condition with normal wear and tear. No tamper seal was on device. The reported complaint was verified; failed calibration with error downstream occlusion (dso) calibration failure was observed. The investigation showed that this was due to the use of excessive loctite for repair of the dso seal which caused intermittent issues of dso sensor. Intermittent issues will cause calibration to fail. The root cause was traced to issues from previous repairs. For corrective action the downstream occlusion sensor was replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).